Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp on a light sensitive drug set was incorrectly assembled which resulted in not being able to fit into the infusion pump. This issue was further described as, ¿fitting pin on the photosensitive set pump was incorrectly fitted, causing it to not fit into the pump¿. The issue was detected during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to e1, h4, h6, and h11: h11: the actual device was not available; however, four (4) photo samples and two (2) retained samples were evaluated. A visual inspection of the photo samples was performed, and it is not possible to confirm the actual defects from the photos provided. A visual inspection was performed on the retained samples, and the blue slide clamp was assembled in the correct position. The reported condition was not verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.